Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 25mm in length target lesion was located in the moderately tortuous, mildly calcified, and 3.5mm in diameter left anterior descending artery. Following pre-dilatation with a balloon catheter, a 3.50x28mm promus element plus drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 25mm in length target lesion was located in the moderately tortuous, mildly calcified, and 3.5mm in diameter left anterior descending artery. Following pre-dilatation with a balloon catheter, a 3.50x28mm promus element plus drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable. Device evaluated by MFR: a visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The balloon cones were reviewed and no issues were noted. A visual and microscopic examination of the bumper tip showed no signs of damage. No damage was noted during device analysis.

Manufacturer narrative:
Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 11:20 am CT. The report number is being corrected from: 2134265-2018-64579 to: 2134265-2018-63185.